Event description:
Additional information received indicating that the noise episodes observed resulted in oversensing. It was suspected that the cause of the event was due to lead insulation damage; however, no diagnostic imaging was conducted to confirm the supposition.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise episodes were noted on the right atrial (ra) lead. No intervention has been conducted at this time. The patient was stable with no consequences.